Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was obtained. This record will be updated if additional information becomes available.

Event description:
It was reported that shock lead impedance for this right ventricular (rv) lead was greater than 125 ohms. Boston scientific technical services provided troubleshooting advice to the health care provider. No additional follow up or interventions have been reported. The rv lead and implantable cardioverter defibrillator remain in service. No adverse patient effects were reported.